Event description:
It was reported that when the sideport was flushed after the sheath was placed in the operating room, blood exited from the hemostasis valve. As a result, the sheath was removed and replaced without issue. The insertion site was the femoral artery. There was no delay, death or complications to the pt. Add'l info received on (B)(6) 2011, from teleflex (B)(4) indicated the leak was found after the sheath was placed and during flushing the sideport. They report a catheter had not yet been inserted through the sheath.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.